Event description:
It was reported that during a robotic prostatectomy procedure, the jaws would not release after the device was fired. They forced the handles open and released the tissue however there was no patient consequences reported. They used suture to complete the procedure. Device is returning for analysis. A note was left in purchasing with the device. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was returned instead of an ets45. The device was received in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.